Event description:
It was reported that a zipfix application instrument has a partial broken blade at the end. This instrument issue was reported by sterile processing on (B)(6) 2015. No additional information was provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date unknown when device broke. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number 03.501.080, application instrument for sternal zipfix, lot number 8068078). The subject device is a first generation instrument and was received showing some marks and scratches on its internal moving parts which indicate short time clinical use. No screws are loose and no other damages can be identified aside from confirmation that the cutting feature of the application instrument has broken off as complained. The cutting feature piece was not returned. It was identified during the evaluation that the instrument nose section was subject to a velocity impact which damaged the nose component of the instrument and consequently must have also impacted the cutting feature. With the impact the cutting feature was either weakened or broke off the device immediately. Details regarding how this velocity impact occurred are not known but it can be concluded that this event was a handling error and not a design error. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.